Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity software update, the device went into back up vvi mode. The firmware software was downloaded to restore normal device function. The software update was unable to be completed. The patient was stable with no adverse consequences.